Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 25 mg/ml wit h an unknown dose via an implantable pump for non-malignant pain. It was reported a dye study was performed on (B)(6) 2018. The dye study showed contrast pooling in the pump pocket. It was unknown what factors may have led, caused, or contributed to the event. Diagnostics/troubleshooting included a catheter dye study. Actions /interventions included a catheter revision was planned. It was noted that the event was not resolved at time of event. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2018. The patient's weight and medical history was asked, and will not be made available. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2018. No further complications were reported/anticipated.